Event description:
It was reported that during a da vinci procedure, the customer experienced a nonrecoverable system error code #21013. The site recycled power to the system; however, the system error code persisted. The site then exercised axis 3 of the left master tool manipulator (mtml), but was not successful in clearing the system error code. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering found system error code #21013 in the system error logs as well as system error code #20013 and determined that both error codes were associated with the left master tool manipulator (mtml). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed, and there was no injury to the pt. System error codes #20013 and #21013 appear when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety system puts da vinci in a "recoverable safe state". The mtml was returned to isi for failure analysis investigation, however, the fault experienced by the customer could not be duplicated. Based on the system error logs, an axis potentiometer and motor encoder assembly were replaced. As of 10/01/2009, there have been no reported recurrences of the issue at this hospital.